Event description:
(B)(4). I had essure place in 2012 to permanently stop pregnancy. I soon began to experience period irregularities, headaches, abdominal pain and mood swings. I dismissed the side effects with my weight gain. Throughout these years, I just dealt with the pain, now three years later, I'm suffering for very heavy menstrual, severe pain. I have cysts and fibroids. My doctor tried mirena but that didn't work. I had it placed in 2016 and removed seven months later in 2017. I have been scheduled for a hysterectomy.